Manufacturer narrative:
Concomitant medical products: product ID: 694965 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, and the atrial lead position check had failed. The lead remains in use. No patient complications have been reported as a result of this event.